Manufacturer narrative:
Method - other; device not returned, f/u with rep.

Event description:
It was reported that a (B)(6) patient with multiple myeloma underwent a kyphoplasty procedure on levels t5, t6 and t7. One day postoperatively, an x-ray showed cement extravasation to two levels t5 and t7. There were no patient complications. No add'l info was reported.